Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 128 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer was having sensor calibration and change sensor alarms. The insulin pump will be returned for analysis.